Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a light-out condition and excessive debris on the light-guide lens. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris in the lens is cause not established and the most probable cause of the light out is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.